Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the rv lead exhibited high thresholds with loss of capture due to a lead dislodgement. A revision procedure was performed where the physician experienced difficulty with extending the helix, thus the lead was surgically abandoned and replaced.